Manufacturer narrative:
The customer¿s report of an over-infusion was confirmed. The event log review showed that hydromorphone was programmed to infuse at 0.2 mg/hr as reported. External inspection revealed that the bezel was cracked at the lower hinge shroud, was not properly seated/installed, and was protruding out of the rear case and easily shifted. Something could be heard rattling loose within the pump module. Additional findings included: the bezel was dented near the upper fitment recess; the door latch was rusted; the rear case was dented on several corners and was completely missing the lower right corner; the metal plate of the module latch was bent; the module latch was cracked at the mounting screws; both iui connectors had a dull film of contamination. Rate accuracy testing failed with the device initially under infusing. While opening the door to remove the set, free flow was noted in the drip chamber. Applying slight pressure to the bezel stopped the free flow; pulling the bezel slightly forward allowed free flow to occur. Rate accuracy testing was repeated and this time, the device over infused. During occlusion testing, the pump module failed to detect both fluid-side and patient-side occlusions. Internal inspection revealed that the loose pieces heard rattling inside were segments of plastic from the bezel bosses and a cover from the motor encoder sensor. All six bosses of the bezel were broken; each of the four short ail assembly mounting bosses were cracked. The air in line assembly was damaged. The motor encoder sensor was missing the cover from its receiver. The cause of the rate inaccuracy and failure to detect occlusions was broken bosses on the bezel assembly, which allowed the bezel and pumping mechanism to shift within the device. The root cause of the breakage was not identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a dilaudid infusion of 50 mg in 50 ml was running as a primary infusion on an lvp at 0.2 mg/hr. Although ahead of schedule, the bag had been changed and a new 50 ml bag initiated at 0700 and at approximately 0800 the bag was noted to be empty with an unspecified amount of the dilaudid presumed to have infused. There was no leaking or evidence of tampering. The patient was intubated and had no effects or harm from this event.